Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Upon battery installation, unit powered on properly. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit was downloaded successfully using (thump software) for reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement, and self test. No blank display or unexpected alarms were noted during testing. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that multiple stuck key alarms were found on 08/15/2025 03:58:57.000 through 08/15/2025 08:23:17.000, with a total of 11 stuck key alarms recorded. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Moisture damage was noted on motor force sensor flex connector gold traces. Corrosion was also noted on keypad flex connector gold traces and both internal and external battery connectors. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. However, under microscopic investigation cracked u1 keypad lead 6 was noted. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion customer concerns with blank display were not confirmed when unit powered on properly after new battery installation. Customer concern with stuck button alarm was confirmed when 11 key stuck alarms were noted in download history. In addition, under microscopic investigation cracked u1 keypad lead 6 was noted. Corrosion was also noted on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, an unresponsive buttons. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7333, mmt-7040a. Troubleshooting was performed, and the pump was not exposed to a change in altitude. The customer was able to sign in after being provided username and/or using new password. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. Product return is not applicable for mmt-7333.